Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 indicating that the electrocardiogram (ECG) rhythm changed to a flatline, and the device generated an arrhythmia alarm of asystole; however, the patient was awake and talking. The ECG cable was changed out twice, and the ECG waveform returned to normal. The user expected a technical inop instead of an arrhythmia alarm for this issue. There was no report of actual harm associated with this complaint. A philips field service engineer (fse) went onsite and inspected the device and trunk cable. The fse monitored the cases for a week, but the fse was unable to reproduce the issue. The fse reported that x3, hemo app, and ECG trunk cable were properly connected. The device was confirmed to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was ECG rhythm changed to a flatline and the device generated an arrhythmia alarm of asystole; however, the patient was awake and talking. The ECG cable was changed out twice and the ECG waveform returned to normal. The user expected a technical inop instead of an arrhythmia alarm for this issue. There was no report of actual harm associated with this complaint.